Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. Two batteries and a charger were included. No visible excess oil was noted on the joints. Excess oil was noted at the battery receptacle. A functional evaluation was performed. The device would continuously try to pressurize. The device failed the weight test. The piston migration was at 2.2 inches. The reported complaint of "leaking oil" was confirmed and the root cause is associated with a seal failure. The reported failure of "arm did not fix" was confirmed and the root cause is associated with a seal failure. A review of device records shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the spider was leaking oil, the motor kept moving and the arm did not fix. No case involved. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.